Manufacturer narrative:
The manufacturer received new and relevant information on 08/09/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section in box h6, h8, h9 has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP with an allegation of nose irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.